Event description:
It was reported that a spectrum iq infusion pump had an improper shutdown in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. During functional testing, improper shutdown message was reproduced when powering on the device with a known good ac power adaptor. Using a known good battery, the device was unable to be powered on. Evaluation did not receive a customer wireless battery module or ac power adapter to evaluate. Using a known good component (rear case). A review of the event history log revealed improper shutdown messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h11: the device was received for evaluation. A review of the event history log revealed that the customer experienced a constant "system error 119 - stuck key detected" error message. The "system error 119" messages precedes the "improper shutdown!" Messages in the ehl. When the device was received for evaluation it was observed a "system error 119" message after powering on the device. The pump will instruct the user to remove power from the pump in order to clear the system error alarm which makes the keypad inoperable. The cause was determined to be the keypad which requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device had no powering off issues but was determined to be a system error 119. The device malfunction would not lead to a death or serious injury if the malfunction were to recur since a "system error 119" can only occur during the initial power-up sequence of the pump. It cannot occur during pumping/infusion. This issue may result in a delay of the delivery of intravenous (IV) solutions. Should additional relevant information become available, a supplemental report will be submitted.